Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Defective part was requested for investigation, but has not been returned so far. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system switched off during extra corporeal circulation. There was no report of patient injury.

Event description:
Livanova deutschland received a report that a s5 gas blender system delivered insufficient oxygen to the patient during procedure and showed dashes instead of values for the fio2.

Manufacturer narrative:
The initial reported information was incorrect. Therefore was updated. The defective gas blender system was returned to livanova deutschland for further investigation. During the investigation, the reported issue could not be confirmed or reproduced. The claimed display of dashes instead of actual values for the fio2 is associated to a wrong connection of the gas blender to the gas lines. As the device was found supplying the gas amount as per the setting, the cause of the claimed issue is reasonably due to a bad connection between the gas blender and the gas lines. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.